Event description:
Reportedly, the operator obtained a set of physio-control handles and connector with discharge control for internal paddles and forced connection onto the pacing/defibrillation adapter. When the defibrillator was charged, it was reported that energy could not be delivered to the pt.